Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the elevation driver was received for evaluation. The elevation driver was visually inspected upon receipt and was found to be in poor overall condition but functions normally. Also, the top housing subassembly will be replaced due to the enclosure color has been faded. The product label has been smeared and few of the letters are not recognizable. The device was functionally tested and passed the test during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported vacuum no longer works issue and the investigation is determined to be confirmed for the identified product label has been smeared and few of the letters are not recognizable issue. The root cause for reported device is not moving samples from the device issue cannot be determined as the problem could not be reproduced. The root cause for identified product label has been smeared and few of the letters are not recognizable issue is unknown labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: d4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device is allegedly not moving the samples from the device into the sample cup due to the vacuum being compromised. There was no reported patient injury.